Manufacturer narrative:
MDR codes remove: 2692. B5: it was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 198 mg/dl, and the meter bg reading was 600 mg/dl. As a result of this inaccuracy, customer went to the emergency room and was subsequently admitted to the intensive care unit for cardiac arrest due to a blood clot caused by an elevated blood glucose (bg) level of 800 mg/dl, causing the customer to need resuscitation. The customer was treated intravenously with fluids of saline and insulin. The customer was released on (B)(6) 2020. Reportedly, as a result of this event customer has scarring of the heart and an implantable cardioverter defibrillator was inserted. Recommendation was made to customer to do daily calibration of sensor while in use. A replacement sensor was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 198 mg/dl, and the meter bg reading was 600 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.